Event description:
It was reported by service report that the bed drifts and will not lower all of the way down and the fowler trend limit cable had exposed wires. The customer could not determine whether there was pt involvement or if adverse consequences occurred.

Manufacturer narrative:
Result: potentiometer cable, trend limit cable.